Manufacturer narrative:
Patient was revised to address impingement of the liner on the neck of the stem (which was competitor product), resulting in excessive poly wear. (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It has been reported that the depuy acetabular device was implanted with a competitor manufactured femoral product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address impingement of the liner on the neck of the stem (which was competitor product), resulting in excessive poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.